Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) was confirmed. Upon investigation, the electrode belt trunk cable and cable connecting ECG c and ECG d were severed and missing. The root cause for the missing cables was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete incoming functionality testing.